Manufacturer narrative:
The triglycerides reagent lot number and expiration date were requested, but not provided. The field service engineer checked the analyzer and determined that probe washing was insufficient. The wash system was flushed and the probe washing functionality was restored. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for triglycerides on a cobas 8000 c 701 module. The customer noted that controls run on the morning of the event were unacceptable. Controls were repeated. The sample initially resulted in a triglycerides value of 288 mg/dl and it repeated as 100 mg/dl. The patient sample was repeated since the initial value did not match the patient's previous results.